Event description:
A surgeon reported that following the laser-assisted cataract surgery phase, while performing the phacoemulsification of the lens, a radial tear in the posterior capsule occurred. A vitrectomy was performed to treat the event, and the surgery was completed. Per the surgeon, the patient had a very small pupil dilation. In the opinion of the surgeon, the laser did not cause or contribute to the event. No further information is anticipated.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).